Event description:
Pt was revised to address poly wear of the insert, osteolysis, and loosening of the femoral component.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 15 years ago. Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear or device loosening; however, polyethylene wear after approx fifteen plus years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.